Event description:
Bayer case number: (B)(4) chronic pelvic pain / pain [pelvic pain female] , joint pain [joint pain] , head pain [head pain] , very significant decrease in vision [vision decreased] , significant chronic fatigue [chronic fatigue] , hormonal disturbances [hormonal imbalance] , significant hair loss [hair loss] , tingling in the extremities (hands and feet) [tingling feet/hands] , significant sleep disturbances [sleep disturbance] , concentration diffciculty [concentration impairment] , weight gain [weight gain] , very fragile uterus [uterine disorder] , abdominal swelling [swelling abdomen] , inability to carry loads such as packs of water [activities of daily living impaired] , coordination disturbance of movements [coordination disturbance] , anxiety [anxiety] , depression [depression] , endometriosis [endometriosis] , chronic backpain [chronic back pain] , memory disturbances [memory disturbance] , dizziness [dizziness] , skin dry [skin dry] , deteriorating general physical health [general physical health deterioration]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 10-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a 34-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2026, 3929 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), arthralgia ("joint pain"), headache ("head pain"), visual impairment ("very significant decrease in vision"), fatigue ("significant chronic fatigue"), alopecia ("significant hair loss"), paraesthesia ("tingling in the extremities (hands and feet)"), sleep disorder ("significant sleep disturbances"), disturbance in attention ("concentration diffciculty"), uterine disorder ("very fragile uterus"), abdominal distension ("abdominal swelling"), loss of personal independence in daily activities ("inability to carry loads such as packs of water"), coordination abnormal ("coordination disturbance of movements"), anxiety ("anxiety"), depression ("depression"), endometriosis ("endometriosis"), back pain ("chronic backpain"), memory impairment ("memory disturbances"), dizziness ("dizziness"), dry skin ("skin dry") and general physical health deterioration ("deteriorating general physical health") and was found to have hormone level abnormal ("hormonal disturbances") and weight increased ("weight gain"). At the time of the report, none of the events had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, coordination abnormal, depression, disturbance in attention, dizziness, dry skin, endometriosis, fatigue, general physical health deterioration, headache, hormone level abnormal, loss of personal independence in daily activities, memory impairment, paraesthesia, pelvic pain, sleep disorder, uterine disorder, visual impairment and weight increased to be related to essure administration. The reporter commented: patient's current status: side effects related to the placed essure device. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pelvic pain / pain [pelvic pain female]. Joint pain [joint pain]. Head pain [head pain]. Very significant decrease in vision [vision decreased]. Significant chronic fatigue [chronic fatigue]. Hormonal disturbances [hormonal imbalance]. Significant hair loss [hair loss]. Tingling in the extremities (hands and feet) [tingling feet/hands]. Significant sleep disturbances [sleep disturbance]. Concentration difficulty [concentration impairment]. Weight gain [weight gain]. Very fragile uterus [uterine disorder]. Abdominal swelling [swelling abdomen]. Inability to carry loads such as packs of water [activities of daily living impaired]. Coordination disturbance of movements [coordination disturbance]. Anxiety [anxiety]. Depression [depression]. Endometriosis [endometriosis]. Chronic backpain [chronic back pain]. Memory disturbances [memory disturbance]. Dizziness [dizziness]. Skin dry [skin dry]. Deteriorating general physical health [general physical health deterioration]. Case narrative: the below report was received by health authority ansm (reference number: r2607315) on 10-mar-2026. The most recent information was received on 25-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a 34-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2026, 3929 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), arthralgia ("joint pain"), headache ("head pain"), visual impairment ("very significant decrease in vision"), fatigue ("significant chronic fatigue"), alopecia ("significant hair loss"), paraesthesia ("tingling in the extremities (hands and feet)"), sleep disorder ("significant sleep disturbances"), disturbance in attention ("concentration difficulty"), uterine disorder ("very fragile uterus"), abdominal distension ("abdominal swelling"), loss of personal independence in daily activities ("inability to carry loads such as packs of water"), coordination abnormal ("coordination disturbance of movements"), anxiety ("anxiety"), depression ("depression"), endometriosis ("endometriosis"), back pain ("chronic backpain"), memory impairment ("memory disturbances"), dizziness ("dizziness"), dry skin ("skin dry") and general physical health deterioration ("deteriorating general physical health") and was found to have hormone level abnormal ("hormonal disturbances") and weight increased ("weight gain"). At the time of the report, none of the events had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, coordination abnormal, depression, disturbance in attention, dizziness, dry skin, endometriosis, fatigue, general physical health deterioration, headache, hormone level abnormal, loss of personal independence in daily activities, memory impairment, paraesthesia, pelvic pain, sleep disorder, uterine disorder, visual impairment and weight increased to be related to essure administration. The reporter commented: patient's current status: side effects related to the placed essure device. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.